Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Device history records review was conducted. The report indicates that the: part 03.812.003/ lot 128638; manufacturing location: (B)(4). Manufacturing date: 08.feb.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and a product investigation was completed. The report indicates that: the following device was returned for cq investigation; t-pal spacer applicator inner shaft part #03.812.003, synthes lot# l128638. The returned instruments was examined at customer quality. A visual inspection, device history records review and drawing review were performed as part of this investigation. The complaint is confirmed as the returned inner shaft p/n 03.812.003 was missing the distal/claw end. The rest of the surface/features of the insertion handle show no signs of damage and surface wear and are in functional condition. The complaint condition could not be replicated as the product was received in damage condition at cq location. Relevant product drawings were reviewed: the design and materials were found to be appropriate for the intended use of these devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a transforaminal posterior atraumatic lumbar spacer system (tpal) inserter stylet was completely missing the claw end. This was discovered when going through a tpal set. There was no patient involvement. It is unknown how or when it happened. The last case that the tpal set was used in went well and the instrument was not noticed at the time to be broken. This complaint involves 1 device. This report is 1 of 1 for (B)(4).